Manufacturer narrative:
This MDR report is part of the malfunction summary reporting program, exemption number e2015055. Reported events: 2 events were reported for this quarter. Product return status: 2 devices were received for evaluation. Evaluation status: 1 event was not confirmed during testing, 1 event was confirmed during testing, - 1 device was unable to have a cause established. Product disposition: 2 devices were repaired and returned to the account. Additional information: there were no remedial actions taken. This device is not labeled for single-use.

Event description:
This report summarizes 2 malfunction events in which the device was reportedly leaking; 1 event had no patient involvement; no patient impact; 1 event had patient involvement; no patient impact.